Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly and no button error alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers on their keypad was scrolling and there was a button error alarm. Customer's blood glucose was 436 mg/dl. It was found the customer did not have a back-up plan. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.